Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for malignant pain and spine/back. It was reported on (B)(6) 2016 that the patient was recently in the hospital because she was sick and it was not related to the pump. The patient did not know that she was supposed to get her pump filled in (B)(6) and she missed the refill. The emergency room pain doctor told the patient that she may need the pump replaced because it was empty, per the consumer. It was also noted that the personal therapy manager would ¿not work¿ because the pump was empty. It was noted that the patient did not know who her physician was as a different physician used to work with her pump but no longer does. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.